Manufacturer narrative:
No device-related death or serious injury was reported. The IFU and training manual state to ensure air is removed from the lines and specifically to ensure the wet to wet connection on the c-lines to prevent air from being introduced. A review of production records show the batch was manufactured to approved specifications and met all quality assurance criteria. A retrospective MDR has been filed due to this potential for serious injury as there is a potential risk of air embolism should the lines not be properly flushed.

Event description:
There was a significant column of air that came out of the d vial during the first aliquot of the administration, specifically from the c-line connections. The lines were flushed with approx. 40 ccs of d5w prior to administration. Physician would like to know where the air is coming from, inside the d-vial or is there an issue with the delivery sets. Is it possible to look at flushing the d-line and c-line independently? I suspect that the air has something to do with the red connector piece, I have noticed that it is loose and not secure during the priming process and the lines become disconnected.